Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.2 failed to open. The field service engineer (fse) replaced auxiliary drawer 2.1/2.2. Logged into the hardware test application and attempted a firmware update. Shut down the medstation, manually released all pockets, reseated row board cables, cycled the cubie trays, removed foil and debris from tray liners, and reinstalled pockets individually while verifying detection in hardware test application. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer jammed, nurses were unable to open the drawer the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.